Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "occlusion error" was not reproduced. The device was sent to flow lines for an upstream and downstream occlusion test and it passed both without any discrepancies. A review of the event history log revealed multiple upstream and downstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor scale factor calibration was out of specification. The force sensor scale factor will be calibrated to address this issue and the ultrasonic sensor will also be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had occlusion error. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.